Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information : imdrf annex a, b, c, d, g codes and manufacturer narrative. Investigation summary : the reported issue incorrect syringe volumes use - of incompatible prefilled syringe (amsafe syringes) was confirmed as non-compatible syringes with the alaris system. The facility provided a photo of a 10ml syringe; however, based on ¿compatible syringes tip sheet¿, this brand syringe is not compatible to be in use with the alaris system. ¿ laboratory testing of the suspect syringe module and concomitant pcu could not be performed as incident devices were not received for this investigation. ¿ a log analysis could not be performed as there were no devices or logs returned for investigation. ¿ inspection could not be performed as the incident devices was not returned for investigation. ¿ according to the ¿compatible syringes tip sheet¿, it is indicated that medications delivered on the alaris syringe module must be prepared in a syringe that accommodates the desired flow rate. The following chart shows the flow rate ranges for each syringe size. In addition, the compatible syringe size with reorder numbers is displayed. To decrease potential start-up delays, delivery inaccuracies and delayed generation of occlusion alarms, its recommended to use the smallest syringe necessary to deliver the fluid or medication, especially when delivering high-risk or life-sustaining medications at low infusion rates (e.g., if infusing 2.3 ml of fluid, use a 3 ml syringe). ¿ the alaris system is used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported issue incorrect syringe volumes - use of incompatible prefilled syringe (amsafe syringe) was identified as user error. The alaris syringe module is not designed to be compatible with all syringes, where the syringe brand amsafe is not part of compatible syringes to be in use.

Event description:
It was reported that the syringe module read incorrect "available" volume than the actual volume contained in the syringe. Per customer, a syringe containing 20ml fluid was read by the pump as 18ml. The picture provided by the customer shows use of "amsafe" syringe (not compatible with alaris system) and the user selected bd plastipak 10ml on the pcu interface. There was no information on patient involvement. Bd received additional information. The customer reported that "after looking at this issue internally, it was determined that perhaps what we observed was a calibration issue, on some pumps." Although additional information and product return were requested, the customer declined to provide and stated that they "will not be pursuing further investigation on the reports at this time, please feel free to close any tickets opened on our behalf. The observation was more related to the need for pump maintenance than an actual device issue.".

Event description:
It was reported that the syringe module read incorrect "available" volume than the actual volume contained in the syringe. Per customer, a syringe containing 20ml fluid was read by the pump as 18ml. The picture provided by the customer shows use of "amsafe" syringe (not compatible with alaris system) and the user selected bd plastipak 10ml on the pcu interface. There was no information on patient involvement. Bd received additional information. The customer reported that "after looking at this issue internally, it was determined that perhaps what we observed was a calibration issue, on some pumps." Although additional information and product return were requested, the customer declined to provide and stated that they "will not be pursuing further investigation on the reports at this time, please feel free to close any tickets opened on our behalf. The observation was more related to the need for pump maintenance than an actual device issue."

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.